Event description:
The article, "prognostic value of high sensitive troponin t in patients with severe aortic stenosis undergoing valve replacement surgery", was reviewed. The article presented a prospective, single center study to assess the prognostic value of highsensitive troponin t (hs-tnt) in symptomatic patients with severe aortic stenosis (as) and preserved left ventricular ejection fraction (lvef) after surgical aortic valve replacement (avr). Devices included in this study were st jude mechanical aortic valve (st. Jude medical, inc., USA), sorin (sorin group, livanova, italy), and medtronic (medtronic, USA). The article concluded hs-tnt is associated with bad short-term prognosis after avr. Hs-tnt and gls could be significant predictors for future mace in patients with severe symptomatic as and preserved lvef who underwent avr. Elevated hs-tnt and impaired gls could set an indication of early intervention in asymptomatic severe as. [The primary and corresponding author was mohammad eltahlawi, cardiology department, zagazig university, zagazig, egypt, with corresponding email: meltahlawi@medicine.zu.edu.eg].

Manufacturer narrative:
Summarized patient outcomes/complications of prognostic value of high sensitive troponin t in patients with severe aortic stenosis undergoing valve replacement surgery were reported in a research article in a subject population with multiple co-morbidities including aortic stenosis, dyspnea, chest pain, pre-syncope/syncope. Some of the complications reported were readmission (hospitalization), congestive heart failure, arrhythmia, ventricular tachycardia these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title: prognostic value of high sensitive troponin t in patients with severe aortic stenosis undergoing valve replacement surgery na.